Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2019, the patient was being treated for an abdominal aortic aneurysm (aaa), and a left common iliac aneurysm using a gore® excluder® iliac branch endoprosthesis. The gore® excluder® iliac branch endoprosthesis was inserted into the patient and the snare technique was being performed. Reportedly all of the wires were wrapped correctly and upon pulling, it was noticed that the device had moved away from the distal olive. The device was then removed and another device of the same size was implanted with no issues. It was reported that the patient tolerated the procedure.

Manufacturer narrative:
Correction h6: updated conclusion code.

Manufacturer narrative:
Correction- b5: updated event description. Additional - h6 method code 1: an image was provided to gore for an engineering evaluation. The evaluation showed the gold guidewire lumen was stretched at the trailing olive of the delivery catheter. This created a gap between the undeployed stent graft and the trailing olive of the delivery catheter. The device had not been deployed off the catheter itself. The findings of the evaluation are consistent with the physician¿s observations. The excluder iliac branch endoprosthesis instructions for use (IFU) clearly states: do not continue advancing and withdrawing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. The cause for damage to the delivery catheter is likely due to excessive force being used to retrieve the device out of the reported wire wrap the occurred during the procedure.

Event description:
On (B)(6), 2019, the patient was being treated for an abdominal aortic aneurysm (aaa), and a left common iliac aneurysm using a gore® excluder® iliac branch endoprosthesis. The gore® excluder® iliac branch endoprosthesis was inserted into the patient and the snare technique was being performed. Reportedly when the branch endoprosthesis was being advanced over the bifurcation, the physician noted some resistance and the device was difficult to advance. The physician then decided to withdrawal the device and it was reported that the device had been pulled away from the distal olive due to the stent becoming caught in the wire wrap during advancement. The device was then removed and another device of the same size was implanted with no issues. It was reported that the patient tolerated the procedure.